Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading was 72 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was disconnected during priming. The displacement test passed. The customer stated that prior to the event, the display on the insulin pump was momentarily blank. The reservoir volume recorded in the insulin pump did not match the amount of insulin physically remaining in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.